Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages and damaged monitor case) has been confirmed. Upon investigation the monitor failed to set up a baseline and was unable to recognize ecgs or therapy electrodes. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the wires within the connector. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving adjust belt messages and the monitor case was damaged.